Manufacturer narrative:
H3, h6: no parts have been returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy after taking x-ray spins. The manufacture representative stated the screws appeared accurate in navigation, but when x-ray images were taken, they noted l2, l3, and l4 had 5-10mm superior and lateral inaccuracy. The representative noted that l2 was more superior than the rest. The site aborted use of the robot and proceeded to reposition the screws with navigation. The representative noted they completed facet arthrosis procedure prior to placing screws. There was no patient harm and the procedure was delayed an one hour or longer.